Manufacturer narrative:
A ge representative evaluated the system and replaced the sbc, hard drive, and system interface board. System operates as intended.

Event description:
Customer reported, a communication error. No patient injury was reported.